Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient was unable to achieve a therapeutic international normalized ratio (inr) since implant, and had to have the goal increased after the series of ischemic attacks. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a suspected gastrointestinal bleed (gib). The patient had begun to have blood in the stool, and anticoagulation was held. An upper endoscopy (egd) and colonoscopy did not reveal any active bleeds, but a blood clot was found in the patient's rectum. This was deemed likely to be due to radiation proctitis. The patient's international normalized ratio (inr) had been subtherapeutic since implant. Anticoagulation therapy was restarted, however three days later the patient had a stroke. The patient was unable to control their left arm and left leg. A head computerized tomography (CT) scan was negative for any acute changes, however the patient was diagnosed with acute ischemic cerebrovascular accident (icva). The patient had another stroke a day later. The patient had difficulty speaking, a facial droop and right sided weakness. The patient was diagnosed with a new icva due to symptoms presenting on the opposite side of the previous stroke. Another upper endoscopy (egd) and colonoscopy did not reveal any active bleeds. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.